Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that she experienced severe hypoglycemia and lost consciousness on (B)(6) 2011, and she believes the insulin delivery of the infusion device is too high. She had played sports and did not check her blood glucose level, and she lost consciousness on her way to the store. This resulted in a laceration and a brain concussion. Pt rec'd stationary treatment at the hospital from (B)(6) 2011-(B)(6) 2011 and experienced erratic blood glucose of 64-315 mg/dl during this time. She rec'd a glucose infusion and had a CT scan and an x-ray on (B)(6) 2011 while in the hospital. Her normal blood glucose level is 140 mg/dl. The infusion device was replaced and requested for eval. No add'l info was provided.